Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: although the device was not returned, a photograph of the device demonstrating the reported issue was provided. Review of manufacturing records for the provided serial number confirmed the reported labeling mismatch with the device. The investigation attributed this issue to a labelling error during the product packaging process. A notification of this error was provided to manufacturing teams, and complaint trends will continue to be monitored. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that upon opening the package, the device had a mismatched label on the two pressurized chambers of the equipment. Labels did not match the serial number and production date of the packaging box. The hospital requested for the product to be exchanged with new 2023 pressurized chambers. There was no patient involvement. No patient harm/adverse event reported. In addition the volume of the pressurized chamber was reported as "too large and there are restrictions on return shipping". Device will not be returning.

Manufacturer narrative:
Reporter phone: (B)(6) h3 other: device will not be able to be returned for investigation due to shipping restrictions. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.